Manufacturer narrative:
Concomitant medical products: patient medications include aspirin, lipitor, and plavix. (B)(4).

Event description:
On (B)(6) 2019, a system of gore® excluder® aaa and iliac branch endoprostheses were implanted as part of an endovascular aortic repair. During the procedure, a 23mm x 10mm iliac branch component was deployed in the common iliac artery, and a gore® viabahn® vbx balloon expandable endoprosthesis (8mm x 79mm) was implanted in the internal iliac artery due to vessel stenosis. A 28.5mm excluder® trunk (rlt281418/18787173) was then deployed proximally in infrarenal position, but the ipsilateral leg was not fully deployed. A contralateral leg component was implanted in the common iliac artery was successfully implanted to bridge the trunk and iliac branch components. According to the report, the deployment line was noted to be either broken or ¿cut intermittently¿ during deployment of the ipsilateral limb. It was reported the physician was able to cut the delivery catheter to successfully finish deployment of the ipsilateral limb. An additional excluder® component was placed to further extend the stent graft system, and the procedure was completed without any further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Corrected lot number 18787183 code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 3233 ¿ results pending completion of engineering evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Code 10 - the gore excluder® aaa endoprosthesis was received by gore from the facility and an engineering evaluation was performed. Visual examination of the device showed that the second deployment knob with a section of the second deployment line still attached, was returned. The visible fiber was approximately 25.5cm measured from the leading end of the knob, which suggests the line ruptured well within the delivery system outer shaft lumen. The second section of the 2nd deployment line, approximately 88cm, was also returned. Scanning electron microscopy imaging was performed on the deployment fiber. The failure appeared to be mechanical damage due to a hard edge crush through the outer wrap. Individual strands severed within fiber core were flared at the ends, consistent with being smashed. There was no visible smearing on the failure plane indicative of rubbing or abrasion. The catheter outer-shaft was severed at approximately 15cm from the strain relief, which is consistent with the event description that it had been cut. The strain relief had been pulled out of its recessed location within the handle covers. The other remaining section of the outer-shaft measured approximately 52cm with damage consistent with the use of a hemostat. The inner white deployment lumen was visible coming out this section of outer-shaft and appeared to be stretched out, measuring approximately 47cm. These observations were again consistent with the event description that the physician was able to cut the delivery catheter, pull the deployment line and successfully finish deployment of the ipsilateral limb. Based on the findings from this evaluation, the physician¿s observation that the deployment line was noted to be either broken or ¿cut intermittently¿ during deployment of the ipsilateral limb was confirmed. However, the likely cause for the broken deployment line could not be determined with the currently available information. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.